Manufacturer narrative:
After battery installation device gave an unexpected partial display with horizontal lines on display due to cracked lcd controller. Device received with scratched lcd window and corroded battery tube. Unable to perform displacement test and self test due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the they could not able to read the display. The customer blood glucose level was unknown. The customer stated that the insulin pump has cosmetic damage. Customer stated that the scratch was on the lcd screen which makes hard to see insulin pump screen. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.